Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed and a magnet was used to verify beeping tones. The issue was determined to be noise/interference from the wall outlet the programmer was plugged in to. When running the programmer on battery, the device was able to be interrogated. No further issues have been reported.